Event description:
It was reported that prior to use at the user facility the device broke into 3 pieces. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the device was broken into 3 pieces was confirmed by the complaint specialist during the device evaluation; however, there were no indications that the described components broke off or otherwise failed. It is possible that the product was disassembled such as during cleaning and not all pieces were reassembled.

Event description:
It was reported that prior to use at the user facility the device broke into 3 pieces. No adverse consequences or procedural delays were reported with this event.